Manufacturer narrative:
Evaluation results: one cadd legacy pca was returned for investigation in used condition. The housing was damaged and the screen was scratched. Error code 1310 was observed upon power up. The error was cleared. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump stopped infusing due to an alarm. There was no patient involvement.